Manufacturer narrative:
Iop elevation from baseline, iris pigment dispersion and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop with pupil block and iris pigmentation. Due to elevated iop with pupil block and iris pigmentation, medication was administered and anterior chamber paracentesis performed. This did not resolve the problem. The lens was explanted. The problem was resolved. Cause of the event was reported as unknown.